Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized after experiencing seizures and a blood glucose of 368 mg/dl. The caller stated that the customer was very disoriented, and didn't know who she was or who her mother was. The caller stated that the customer could not find her insulin pump. It was stated that, at the time of the seizures, the customer came to at a store, and she remembers feeling like something was poking her in her stomach. It was stated that the customer may have removed the insulin pump at that time. The customer was still in the hospital at the time of the call. Troubleshooting was not possible as the insulin pump still has not been found. Nothing further was reported.